Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotawire device. Visual and microscope inspection of the analysis of the returned product revealed that the rotawire was broken/fractured approximately at 324.3 cm from the proximal end; the another section was not returned. The end of the broken section was kinked. The overall length and the outer diameter (od) of the distal tip dimensional test could not be performed due to guidewire broken, the middle section and proximal section were within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A2: age at time of event - over the age of 18 years old. E1: initial reporter state - (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the wire detached inside the patient and a perforation occurred. A rotawire ic was selected for use in a percutaneous transluminal coronary angioplasty (ptca) procedure of the left circumflex artery (lcx). During the procedure, the physician advanced rotawire into coronary artery. When the physician tried to reposition rotawire a perforation in left main circumflex artery occurred due to breakage of rotawire. The procedure was successfully completed by deploying a cover stent at perforation site. There were no patient complications and the patient was stable post procedure. It was further reported that the 80-90% stenosed target lesion was severely calcified, and moderately tortuous.

Manufacturer narrative:
Age at time of event: over the age of 18 years old. Initial reporter state: (B)(6). Initial reporter address 1: (B)(6).

Event description:
It was reported that the wire detached inside the patient and a perforation occurred. A rotawire ic was selected for use in a percutaneous transluminal coronary angioplasty (ptca) procedure of the left circumflex artery (lcx). During the procedure, the physician advanced rotawire into coronary artery. When the physician tried to reposition rotawire a perforation in left main circumflex artery occured due to breakage of rotawire. The procedure was successfully completed by deploying a cover stent at perforation site. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event - over the age of 18 years old. E1: initial reporter state - (B)(6). E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the wire detached inside the patient and a perforation occurred. A rotawire ic was selected for use in a percutaneous transluminal coronary angioplasty (ptca) procedure of the left circumflex artery (lcx). During the procedure, the physician advanced rotawire into coronary artery. When the physician tried to reposition rotawire a perforation in left main circumflex artery occurred due to breakage of rotawire. The procedure was successfully completed by deploying a cover stent at perforation site. There were no patient complications and the patient was stable post procedure. It was further reported that the 80-90% stenosed target lesion was severely calcified, and moderately tortuous.